Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was attempted to be interrogated in clinic, but it failed. No further intervention was performed. There were no patient consequences reported.